Event description:
The customer reported to baxter (B)(4) three-way large bore polysulfone stopcock that was leaking. The customer stated that she received a copy of a baxter safety alert saying that leaking could occur if the stop cock is turned the wrong way. She further stated that she has been working for 20 years in the hospital's radiology department and knows how to use a stop cock, and believes the leaking is due to faulty baxter product. No patient injury or medical intervention is associated in this event. No other information is available.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/08/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter has a cracked display. The complaint was classified based on the customer care advocate (cca) documentation for additional follow up call on (B)(6) 2010. The patient informed the cca that her testing frequency is 8-10 time per day and manages her diabetes with insulin pump. The patient reported the alleged issue began on (B)(6) 2010 at around noon. At the time of the alleged issue, the patient denied taking any action regarding her diabetes management regimen. At approximately 1 ½ to 2 hours after the start of the alleged issue, the patient claimed she was feeling lightheaded and sweaty, so she gave herself some sugar and juice. The patient indicated after the treatment she felt good. On the evening of the alleged issue at 6:00pm before dinner, the patient claimed she tested her blood as usual on the subject meter. The patient claimed she was able to obtain a result (not specified) on the subject meter, so she interpreted the result as normal and administered insulin (type and dose unknown) according to the meal she was about to eat. The patient indicated a normal before a meal reading is between "5 and 7 mmol/l". After arriving home from dinner at approximately 7:30pm-8:00pm, the patient confirmed she tested on her back up meter (type unknown) and obtained a reading of "2.6 mmol/l or something". At the time of troubleshooting, the cca verified there was no misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k080639.